Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on 10/15/2009 alleging that her onetouch ultra2 meter was not powering on. The reported power issue first occurred about a month ago. As a result of the reported issue, the pt did not make any changes to her diabetes medication regimen, and continued to take her metformin. The pt claimed she developed dry mouth, frequent urination, and weight loss about 3 days after the reported power issue began; however, the pt reportedly did not receive any form of medical intervention as a result of the reported issue. No blood glucose results were reported. According to the troubleshooting performed with customer service, the meter turned on successfully during troubleshooting. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury 3 days after the reported power issue began. There was no evidence that the product malfunctioned since the meter turned on successfully during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.